Event description:
It was reported an angio-seal vascular closure device ws deployed intraluminal with loss of distal pulse to the right lower extremity. Surgical intervention was done for revascularization. The physican does not allege this was a product failure and has continued using the angio-seal device.